Event description:
Journal reference: gan et al. "Bilateral subthalamic nucleus stimulation in advanced parkinson's disease, three year follow-up," journal of neurology (2007) 254:99-106. The study objective is to assess the long-term efficacy and safety of chronic bilateral stimulation of the subthalamic nucleus (stn) in consecutive patients. The article describes results of a study involving 36 patients being treated with bilateral-stn dbs for advanced parkinsons disease. Parkinsonian status was investigated postoperative, at 1 year and 3 year intervals. Both transient and long lasting complications were included in the article. Two patients experienced sleep perturbation post dbs implants. No information on treatment and outcomes was provided.

Manufacturer narrative:
Journal reference: gan et al. "Bilateral subthalamic nucleus stimulation in advanced parkinson's disease, three year follow-up," journal of neurology (2007) 254:99-106. The study objective is to assess the long-term efficacy and safety of chronic bilateral stimulation of the subthalamic nucleus (stn) in consecutive patients. Due to the limitations of the data, the reportable events are being submitted by complication type. The exact relationship between each patient, the devices used and the complications experienced was not provided. It is likely that each patient may have experienced more than one complication related to a specific event. Please see scanned pages.